Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. No compromised force sensor system alarm noted. Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Device passed no delivery test and displacement test. Motor passed motor test. Device received with scratched display window, cracked belt clip slot, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed multiple compromised force sensor system alarms. Customer's blood glucose was 400 mg/dl. Insulin squirted out. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.